Manufacturer narrative:
Results of investigation: carefusion failure analysis lab received the suspect user interface module (uim) component and performed multiple power on cycles on the suspect control board on a test uim. The failure analysis lab was able to duplicate the reported issue. Touch screen calibrations were performed and passed. The root cause is associated with equipment out of calibration.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Carefusion has received the assembly uim core from the customer and is pending evaluation for the reported event.

Event description:
The customer stated the screen is unresponsive to touch commands on this avea ventilator during power start up. The customer stated that this unit was not on a patient.